Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that an unknown robotic assisted saw interface right (sasi) that connects to the saw became dislodged from the attachment and even though the device was re-attached and secure, the software "kicked" us out and would not allow us to proceed. It was not reported if there were any delays in the surgical procedure. It was reported that this event occurred during a velys, tranexamic acid study. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.